Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right posterior tibial artery. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during second inflation for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications and the patient was in good condition.

Manufacturer narrative:
E1 initial reporter city: (B)(6). Device evaluated by MFR.: the returned product consisted of a coyote es balloon catheter. There was blood in the balloon and inflation lumen. The device was soaked in a warm water bath for 2 days. Analysis of the tip, balloon, and inner/outer shaft included microscopic and visual inspection. Inspection revealed a pinhole leak in the balloon material located 26mm from the tip of the device. Inspection of the rest of the device found no other damage or defects.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right posterior tibial artery. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during second inflation for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications and the patient was in good condition.